Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient thinks her battery was dead and has lost her patient programmer (pp). Patient said she rarely has an infection, maybe once or twice a year as compared constantly before (interstim) but she thinks it's been dead for a while. The patient was not feeling stimulation. Patient said she was having some epithelial showing up in her urine, she was not having infections. Patient said they did a blood test about a month-6 weeks ago and the test was repeated and the epithelial remained. Patient has appointment next week with a new doctor.

Event description:
A patient reported she new found a new healthcare professional (hcp) who checked her interstim device and turned it back on. The patient called to request a replacement patient programmer (pp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.